Event description:
Caller reported a cgm error 42 with the g7 sensor and had turned off the pump prior to calling. Customer was assisted in turning the pump back on. After resetting the pump, the cgm error code did not reappear. Caller successfully started their sensor session. There was no adverse impact to the customer's blood glucose level.